Event description:
It was reported to boston scientific corp on dec 10, 2009 that a flexima biliary stent system device was used during stenting procedure performed on (B)(6), 2009. According to the complainant, the physician could not deploy the stent. The inner catheter of the device was stretched when the physician withdrew the device to deploy the stent. The procedure was completed with another flexima biliary stent system device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; the device manufacture and expiration dates are unk. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).